Manufacturer narrative:
The patient is a former smoker. There was in stent restenosis of the target lesion (lcx/ om), this was treated with des. Stenosis observed in the lad, cx and 1st diagonal was also treated with des. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of ischaemia. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated non-q wave myocardial infarction of the target vessel, 3rd udmi spontaneous and not stent thrombosis event. Cec also commented that the 3rd obtuse marginal is tightest stenosis, thus target vessel mi. During index procedure, stents were implanted in 3rd om and cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure one resolute onyx was implanted into the rca, one resolute onyx was implanted into the third obtuse marginal and one resolute onyx was implanted into the cx. The investigator and safety assessed instent restenosis (ae02) as possibly related to the index device and not related to anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sponsor assessed the coronary artery disease as not related to the antiplatelet medication and possibly related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the rca and two resolute onyx stents were implanted into the 1st obtuse marginal. Approx 5 months post index procedure the patient suffered worsening cad. Stenosis in the lad and cx was observed. It was reported that the patient suffered nstemi. The patient was treated with medication and stenting of the cx and lad. The investigator assessed the event as possibly related to the index device but not related to anti-platelet medication. Safety assessed the event as probably related to the device but possibly related to anti-platelet medication.